Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that the alleged power issue began on (B) (6) 2010. The cca noted that the patient manages her diabetes with insulin (on an insulin pump). The patient denied taking any action regarding her diabetes management as a result of the alleged issue. The patent reported that she felt shaky; however, was unable to confirm if the symptom began prior to or after the alleged issue began. At 11:10 pm, the patient claimed she tested her blood glucose with a onetouch ultra2 meter and obtained a reading of "55 mg/dl." At 11:15pm, the patent stated she treated self with glucose tablets. At the time of troubleshooting, the customer care advocate noted that the subject meter powered on manually; however, was unable to confirm if the meter powered on when a test strip was inserted. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly received medical intervention for symptoms suggestive of severe hypoglycemia after the alleged meter issue began.